Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided, therefore the device history records could not be reviewed. Results: without the actual product or a lot number, a complete analysis cannot be conducted. If add'l info pertinent to this complaint, a f/u will be filed.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: right shoulder arthroscopic, open revision rotator. Cathplace: subacromial space. Pt reported that an on-q painbuster pump was used after a surgery that performed on his left shoulder. He claims that he now has no strength to lift his arm over his head and believes the on-q painbuster was eating up his cartilage. Update: (B)(6), 2011, rec'd a voicemail from orthopedic surgeon stated that he believes the pt used an I-flow painbuster pump, and it was typically filled with marcaine or marcaine with epi at 2ml/hr. However, dr. Stated that this doesn't matter because pt does not have signs and symptoms of chondrolysis. Pt has irreparable rotator cuff damage and does not understand this. Dr. Stated he does not think it is related to the use of the painbuster. Date of surgery: (B)(6), 2006.